Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image due to noise and no image was caused due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be identified. The instruction manual states the inspection method associated with the event 1 (no image due to noise) and event 2 (no image) in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited image noise was generated and no image was produced. There were no reports of patient involvement.